Event description:
During an in-clinic follow-up, an increase in capture threshold and an increase in pacing impedance was observed on the right ventricular (rv) lead. Growth of fibrotic tissue on the lead was alleged but not confirmed. Rv lead is pending a replacement procedure. The patient was stable with no consequences.